Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes and cover patches. The patient wears the device on his cervical spine. The patient stated that the skin was irritated, itchy, and burning with blisters. The patient stated that it felt like a sunburn. The patient reached out to his doctor regarding the skin irritation. The doctor advised the patient to reach out to zimmer biomet and to get over the counter medication if necessary. The doctor also advised the patient to reduce his treatment time to 4-5 hours a day. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly catalog: #1067716 serial: #(B)(4). Therapy date: unknown. Medical product: titanium mechanical cages filled with local autograft bone graft. Medical product: anterior cervical plate. Therapy date: (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00069.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes and cover patches. The patient wears the device on his cervical spine. The patient stated that the skin was irritated, itchy, and burning with blisters. The patient stated that it felt like a sunburn. The patient reached out to his doctor regarding the skin irritation. The doctor advised the patient to reach out to zimmer biomet and to get over the counter medication if necessary. The doctor also advised the patient to reduce his treatment time to 4-5 hours a day. It was reported that no further information is available.